Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed which passed. Investigation unable to duplicate customer stated problem. According to the investigation, no problem found, and all functional testing passed. No action required.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited cassette not attached alarm when latch was closed. No patient involvement reported.